Event description:
It was reported that patient underwent primary knee surgery on (B)(6), 2006. Revision procedure was performed on (B)(6), 2013 due to pain. No further information has been received.

Manufacturer narrative:
The oxford bearing was returned with a complaint of pain and wear. The surgical information detailed osteophytes which were likely to have been the cause of impingement and could have contributed to accelerated wear. Radiographs support this, however; the anterior surface of the bearing did not exhibit signs of impingement. Therefore, the exact cause for revision cannot be determined.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown;manufacture date - unknown.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.